Event description:
Event description guidant received information that one day post implant of this pacing system, noise was noted on the atrial egrams and intermittent pauses in ventricular pacing were observed.